Manufacturer narrative:
The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred when the customer attempted to load a previously used cartridge onto the pump. A cartridge change was performed and during the load process an additional cartridge alarm (alarm 19) occurred. A previously used cartridge was loaded onto the pump resolving the issue. Additionally, it was reported that the customer received a button alarm. The customer could not recall whether an object was pressing on the pump causing this alarm to occur. Tandem technical support educated the customer in regards to a common cause of this alarm (e.g. Items pressing on button). The customer's blood glucose level ranged between 150-200 mg/dl during these events.